Manufacturer narrative:
An additional report is needed to submit investigation results.

Event description:
The patient reported exposed wires of the handled cord. The patient electronics device was replaced and there were no adverse consequences reported by the patient.